Event description:
The device was returned to philips authorized repair facility for evaluation/troubleshooting of the device. During evaluation, the bench repair technician identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported. The bench repair technician found that the speaker was defective. To resolve the issue, the speaker was replaced and device was returned to the customer's facility.